Manufacturer narrative:
A direct correlation between the device and the reported gi bleed could not be determined through this evaluation. The patient remains ongoing on lvad support and no further issues have been reported. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for gi bleeding. The patient received 5 units of packed red blood cells, underwent an endoscopy and colonoscopy which were both negative, and was scheduled to have a capsule endoscopy on (B)(6) 2015. The physicians planned to lower the patient¿s international normalized ratio goal to 1.8-2.5 using aspirin when the bleeding has stopped. Further information was requested but not provided.

Manufacturer narrative:
Approximate age of device ¿ 1 year. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.